Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The device remains implanted in the patient and is not available for evaluation. Inlay shifts in position is listed in the device labeling as known potential risk. (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the right eye on (B)(6) 2017. At the one-day postoperative visit, it was noted that the inlay had decentered inferiorly. On (B)(6) 2017, the corneal flap was lifted and the inlay was repositioned. On (B)(6) 2017, the inlay was found to have decentered the second time and was repositioned on (B)(6) 2017. A day later, on (B)(6) 2017, the inlay decentered the third time and was repositioned on (B)(6) 2017. On (B)(6) 2017, the inlay decentered the fourth time. The inlay will be explanted. Additional information is being requested.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Decreased bcdva and inlay removal are listed in the device labeling as known potential risks. (B)(4). Date esmdr submitted: 05/08/2017.

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. After corneal inlay replacement surgery, striae was observed on the corneal flap. On (B)(6) 2017, the flap was lifted and striae were removed. After this intervention, the inlay continued to decenter inferior-nasally and subsequently explanted on (B)(6) 2017. Decentration of the replacement inlay resulted in a bcdva decrease greater than equal to 2 lines. At the most recent post-explant visit on (B)(6) 2017, the corneal haze had resolved and the patient's pinhole correction was 20/20.